Event description:
A report was received regarding an acdf revision. A patient was being revised following a previous procedure in which a non-synthes device was implanted at c4-c5. The revision was taking place due to adjacent level disc disease, degeneration of the level above previous fusion. As the surgeon was implanting the zero p va implant, the plate became decoupled from the peek portion of the cage. When the device was implanted, it skied off of the existing plate that was already implanted in the patient. The surgeon removed the decoupled plate and cage and replaced it with a new zero p va implant. The procedure was prolonged about 15 minutes due to this incident. It was reported that the surgeon was able to complete the procedure successfully.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The microscopic investigation shows various damages caused by the user on all components. The measurable dimensions which are associated to the complaint were found to meet the specifications. The DHR review shows that the device met the specifications at the time of manufacturing and distributing.

Manufacturer narrative:
Product development engineer evaluated the device and noted the implant was received in the disassembled condition. There were small gouges/cracks in the spacer near the cranial screw hole and the rib located in the lumen and the outer surface of the interconnection feature. All other features of the spacer were in good condition with no other damage noted, including the interconnection features. All features of the interbody plate were in good condition with no damage noted, except for a small gouge in the cranial hole of the plate on the posterior surface. Both blocking mechanisms were in good working condition and could successfully block a screw (04.647.874 lot#7695797). There was no indication that the dissociation could happen without any external loading or forces. The damage to the spacer could have been caused during the removal. When properly aligned, the interbody plate and spacer could successfully be disassembled/reassembled or retained. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the vertical orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant as described in the risk assessment. The design risk assessment was reviewed and found to be adequate for the intended use.